Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15325. It was reported the pt walked by a microwave and felt a shock that made him fall. The pt turned his stimulation off. The sjm rep met with the pt and stimulation was turned back on. The pt indicates the stimulation is working great and he is fine.